Event description:
It was reported that the patients ipg implant site became extremely swollen, uncomfortable and protruded out in the patients back. The patient went to emergency room and was given injection to numb the pain. Additional information was received that the patient still has pain at the ipg site.

Event description:
It was reported that the patient's ipg implant site became extremely swollen, uncomfortable and protruded out in the patients back. The patient went to emergency room and was given injection to numb the pain.